Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, and the following was received: what suture size was used? Currently unknown. When the event occurred, was the suture placed near the hinge of the clip? Currently unknown. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Currently unknown.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Package lot number of the clips? As the product has been discarded, it is unknown. Please confirm if there is an issue with the applier? No. What suture type and size was used? It was vicryl. Were you able to lock the clip closed on the suture? No. Was the applier checked for damaged (jaws straight and aligned)? Yes, it was no damage. Additional information has been requested however not received. What suture size was used? When the event occurred, was the suture placed near the hinge of the clip? If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? No product available for return. Note: events reported via: mw# 2210968-2023-07472. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture clip was used. The clip could not be closed on the suture after firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning. No further information is available. Additional information has been requested.